Event description:
It was reported that the right atrial (ra) lead had an out of range impedance measurements resulting inactivation of the lead safety switch feature. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).